Event description:
A siemens field service engineer (fse) was repairing an advia centaur xp instrument. The fse was wearing personal protective devices, including gloves, when the ring finger on his left hand was punctured by the reagent probe. The fse rinsed and washed the area well with soap and water, and he then went to a nearby hospital's ER, where the wound was cleansed and sprayed with antimicrobial agents. He was started on (and will continue) a course of oral antiviral medication (atripia). A tetanus shot was administered, and his blood was drawn to assess liver function the fse will have blood drawn during the following year to monitor his health.

Manufacturer narrative:
The siemens field service engineer (fse) was in the controller diagnostics program performing a diagnostic test, when the probe moved down and punctured the gloved ring finger of his left hand. The service guide provides warnings in the area where the use of controller diagnostics is described. The instrument is performing within specifications. No further evaluation of the system is required.